Event description:
It was reported that "revision of a cervical 5/6/7 acdf of an aviator 2 level plate. Right self-drilling, variable 4.0mm screw at c7 had backed out anteriorly approximately 5mm clearly visible on fluoroscopy. Initial approach was to remove screw, insert cement into screw hole and replace with a rescue screw. Upon dissection, surgeon determined that the spring loaded locking bar had broken, thus disabling the locking mechanism. Patient was fused at c5/6, but had pseudoarthrosis at c6/7. The fragment was removed, and the initial plan was implemented. Because of non-union, surgeon decided to insert new screw. "

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "revision of a cervical 5/6/7 acdf of an aviator 2 level plate. Right self-drilling, variable 4.0mm screw at c7 had backed out anteriorly approximately 5mm clearly visible on fluoroscopy. Initial approach was to remove screw, insert cement into screw hole and replace with a rescue screw. Upon dissection, surgeon determined that the spring loaded locking bar had broken, thus disabling the locking mechanism. Patient was fused at c5/6, but had pseudoarthrosis at c6/7. The fragment was removed, and the initial plan was implemented. Because of non-union, surgeon decided to insert new screw."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: device is still implanted and not returned. Device history review: no lot number was provided so no manufacturing history could be reviewed. Conclusion: one screw was said to have backed out of an aviator 2 level plate one year after installation. The plate was left implanted and the screw was removed and replaced. The removed screw was not returned. The surgeon also reported non-union of vertebra c6/c7. There was not any new hazard/harm or breach of occurrence or severity.